Event description:
Procedure performed. Ultrasound-guide access of left common femoral artery with aortoiliac angiogram. Right lower extremity diagnostic angiogram in second order and third order. Balloon angioplasty of distal superficial femoral artery. Balloon angioplasty of popliteal artery. Access closure device with my mynx-6-french sheath. During this procedure and while the surgeon was trying to retrieve the 0.018 wire, 2cm of this wire was left in the dissection pinned to this area with no complications of this part of the procedure. The tip of 0.018 wire was transected inadvertently with the outback. The wire tip is the occluded segment subintimal layer with no risk of embolization.